Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the patient experienced right ventricular (rv) perforation. The procedure was te terminated and the right ventricular (rv) lead was explanted post operatively . No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in body tissue. If information is provided in the future, a supplemental report will be issued.